Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 275 mg/dl and the sensor glucose was 45 mg/dl at the time of the incident. The current blood glucose was 275 mg/dl and the current sensor glucose was 54 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 54 mg/dl. Suspend on low limit in sensor settings was unknown. Customer advised to monitor the blood glucose. Customer declined troubleshooting of the high blood glucose. Customer also reported the lost sensor alarm and calibration error. Customer did not receive a change sensor alert after a calibration error. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance and sensor passed per specifications. Performed bicarbonate buffer test and sensor failed per specification due to high readings. See attached file for details.